Event description:
It was reported that the ilet user requested assistance with an infusion set supply change, during which the adhesive backing folded onto itself consistent with incorrect procedure during infusion set deployment; the user obtained a new infusion set and successfully completed the change with troubleshooting and education provided. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included guided troubleshooting and user education during the call. Investigation of this case revealed user handling of the infusion set adhesive led to incorrect deployment, which was resolved by replacing the set and completing the insertion correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.